Event description:
Complaint alleged that the right siderail was not locking in up position. No injury alleged.

Manufacturer narrative:
Technician found the right siderail was not locking in up position due to missing latch bolt. Replaced the bolt to resolve this issue. Bed located in ed.